Event description:
It was reported that the alarm sounds were very quiet and not functioning properly. There was no adverse impact to the customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.